Event description:
Livanova (B)(4) received a report that a s5 gas blender system gave an error code associated to a discrepancy between the set and the actual gas flow value during priming. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H.10: the unit was manufactured in 2010 and according to the review of the complaints database no complaints have been reported in the past. The unit was returned to the manufacturer site and the reported fault was reproduced. A deviation related to the o2, air and co2 channels was detected. The root cause of the reported issue could be traced back to defective mass flow controllers for air, o2 and co2. The defective components have been replaced and the problem could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service.

Event description:
See initial report.